Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had split on the side of the edge. This looked like a cut at a 90 degree angle and was 4mm long. This event occurred before use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.